Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "once positioned the dressing (16x21) the port was not well welded. It was not possible to create negative pressure even using fixation strips." No harm was reported. No photo provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). A query was run for lot # wo020645 for the corresponding malfunction code which yielded only one occurrence. A detailed investigation or batch record review is not required as the severity rating is low and the occurrences of complaints with this unique malfunction is low; therefore, it does not meet the internal criteria for an investigation. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, third party manufacturing site: 3007648359.